Event description:
Reportedly a model 5200, 38mm, ring with (B) (4) was implanted and immediately explanted due to sizing issue. The explanted ring was tossed in the trash and will not be returned. It was explanted because a smaller size was desired. A 34mm model 4450 ring was implanted with no patient problem or no adverse outcome. No additional information is available at this time.

Manufacturer narrative:
(B) (4) = sizing issue. No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information; however, no additional information was provided, device was not returned for evaluation due to it was discarded.